Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that their husband experienced diabetic ketoacidosis. Customer did not mention how they treated. Customer also states that they are not satisfied with the sensors. Troubleshooting was not performed. The product was not returned for analysis.